Manufacturer narrative:
On-site investigation was performed by our field service engineer. The customer noticed that the o2 concentration was displayed 30%, when value was set to 21%. The claimed issue was not reproduced during troubleshooting, as the issue was from two months prior. Biomed replaced pm kit, which includes nozzle units and most likely it solved the issue. The device passed all performance tests and could be returned to clinical use. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume %. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). In case of the nozzle unit malfunction the reason of the o2 concentration high alarm activation is gas delivery error. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided device's logs are not complete and they are not covering logs entries from date of event, hence the reported issue could not be confirmed. Our conclusion is that the replaced nozzle units were the cause of the failure. However, the root cause to why the parts failed has not been established.

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).